Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device included a set screw with a rounded socket.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The setscrew would not tighten to secure the atrial lead. The ipg was removed and replaced. No patient complications have been reported as a result of this event.